Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2009 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that patient underwent mesh removal on (B)(6) 2013 due to mesh erosion.

Manufacturer narrative:
(B)(4). Conclusion no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence, vaginal vault prolapse, and enterocele. The patient experienced pain, erosion, extrusion, infection, urinary problems, bleeding, dyspareunia and vaginal scarring. It was reported that patient underwent excision of mesh at the vaginal apex on (B)(6) 2013 by due to mesh erosion. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009, and a mesh was implanted concurrently with adhesiolysis, burch procedure, and perineoplasty. No additional information was provided.

Manufacturer narrative:
It has been reported that following insertion the patient experienced bowel dysfunction. (B)(4).

Event description:
It has been reported that following insertion the patient experienced bowel dysfunction.